Event description:
It was reported that during a fistulaplasty treatment procedure removal difficulties occurred. Access was obtained via the right brachial vein. The target lesion being treated was a cephalic fistula located in the brachial vein. A 5f non-bsc sheath and guide wire were advanced to the lesion. A 7.00mmx40mmx75cm mustang balloon catheter was then advanced to the lesion and inflated once to 12 atms, successfully treating the lesion. The mustang balloon was fully deflated before attempting to withdraw it over the wire, however it could not be withdrawn and was stuck on the wire. The physician then attempted to remove the balloon and guide wire as a unit, however both were firmly stuck. Multiple unsuccessful attempts were made to remove the devices and the cause of friction was unable to be determined via angiography. The removal attempts caused the patient discomfort. The hub of the mustang balloon catheter was then cut off and a 5f 45cm unspecified sheath was advanced over the mustang balloon. It was then attempted to remove the balloon via the sheath, however the mustang balloon would not move. A second 5.00x40mm mustang balloon catheter was then advanced to the lesion and inflated next to the 7.00x40mm mustang. This was an attempt to separate the mustang balloon from whatever was creating the friction, however this was unsuccessful. A vascular surgeon and an anesthetis were then called into the procedure for consultation. It was decided to give the patient anesthesia in order to remove the devices. Excessive force was then applied to successfully remove the wire and the balloon. Additional patient complications were not reported and there was no injury to the patient.

Event description:
It was reported that during a fistuloplasty treatment procedure removal difficulties occurred. Access was obtained via the right brachial vein. The target lesion being treated was a cephalic fistula located in the brachial vein. A 5f non-bsc sheath and guide wire were advanced to the lesion. A 7.00mmx40mmx75cm mustang balloon catheter was then advanced to the lesion and inflated once to 12 atms, successfully treating the lesion. The mustang balloon was fully deflated before attempting to withdraw it over the wire, however it could not be withdrawn and was stuck on the wire. The physician then attempted to remove the balloon and guide wire as a unit, however both were firmly stuck. Multiple unsuccessful attempts were made to remove the devices and the cause of friction was unable to be determined via angiography. The removal attempts caused the patient discomfort. The hub of the mustang balloon catheter was then cut off and a 5f 45cm unspecified sheath was advanced over the mustang balloon. It was then attempted to remove the balloon via the sheath, however the mustang balloon would not move. A second 5.00x40mm mustang balloon catheter was then advanced to the lesion and inflated next to the 7.00x40mm mustang. This was an attempt to separate the mustang balloon from whatever was creating the friction, however this was unsuccessful. A vascular surgeon and an anesthetist were then called into the procedure for consultation. It was decided to give the patient anesthesia in order to remove the devices. Excessive force was then applied to successfully remove the wire and the balloon. Additional patient complications were not reported and there was no injury to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: approximately 755mm of the distal end of the device was returned. The hub had been cut from the device and was not returned. The balloon showed evidence of being inflated and no damage was noted to the balloon. A 0.035inch guidewire was returned with the device. The device was on the guidewire and was stuck. The guidewire could not be removed from the device. The shaft of the device was kinked along its length. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).